Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
This MDR addresses patient 1 of 2. It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen needle was being used on hospital ward. Pen was believed to be not properly primed and pen needles in the box were bent at the cartridge end of the pen needle. Therefore insulin dose was not administered to two patients on the ward.

Event description:
This MDR addresses patient 1 of 2. It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: pen needle was being used on hospital ward. Pen was believed to be not properly primed and pen needles in the box were bent at the cartridge end of the pen needle. Therefore insulin dose was not administered to two patients on the ward.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2040952. D4: medical device expiration date: 2025-03-31. H4: device manufacture date: 2022-02-09. D4: medical device lot #: 2074945. D4: medical device expiration date: 2022-03-15. H4: device manufacture date: 2025-04-30. D4: medical device lot #: 1099885. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. D10: device available for eval yes. D10: returned to manufacturer on: 12-sep-2022. 407 sealed 30g x 5mm safety pen needle samples were returned from lot. No. 2040952, along with 89 sealed samples from lot. No. 2074945 and five sealed samples from lot. No. 1099885, cat. No. 329605. Visual examination was carried out on all returned samples and no issues were observed. An activation test as per q-sop-183-dl was carried out on thirty samples from lot. No. 2040952, thirty samples from lot. No, 2074945 and five samples from lot. No. 1099885 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.